Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) on (B)(6) 2010. According to the complainant, the setup and hysteroscopy phase were completed successfully. During the heating cycle, a fluid loss alarm was generated at a rate of 27cc/min and the fluid temperature was 50c. No leaks were visualized at the cervix or on the hta system at this time and the procedure was resumed. The fluid level in the reservoir was monitored and remained steady for the next 3 minutes. However, early into the ablation cycle, a small leak was noted at the cervix. No alarm was generated on the console at this time and cool saline was applied to the cervix using a bulb syringe and the procedure was aborted. It was reported that a tenaculum stabilizer and a speculum were used during the procedure. Clinical follow information revealed no burns were sustained, there was nothing unusual about the cervix and there was no indication of over dilation. There were no patient complications reported with this event.